Event description:
It was reported that a spectrum pump experienced a system error 322. There was no pt injury reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loading state and the lower link switch does not activate.